Event description:
The cutting balloon was advanced to the pulmonary artery and inflated within a stent. The balloon inflation was successful in dilating the lesion. Upon deflation, the balloon did not deflate. Over approximately 20 minutes, the physician attempted multiple deflations with different devices. Deflation was achieved with a 60cc syringe and manipulation of the catheter to straighten the "kinks" in the catheter and the cutting balloon removed. The patient showed no adverse reactions as a result of the extended balloon inflation and has no residual effects post the procedure.